Manufacturer narrative:
(B)(4). The el5ml device was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and eight clips were fed and formed as intended; however an intermittent feeding issue was noted during the analysis. The device was disassembled in order to evaluate the condition of the internal components and five clips were found inside the clip track; upon inspection, the feeder shoe tang was found damaged, causing that the clips could not be fed properly into the jaws. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip would not 'fire'. A new device was opened. No patient consequences reported.